Event description:
An orsiro mission drug-eluting stent system was selected for treatment. A stent deformation was detected right out of the packaging. A strut was sticking out at mid stent.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is kinked about 6 mm proximal to its distal end. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The stent protector was not returned for analysis. A reference stent protector could only be applied after straightening the kink in the stent area. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.